Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 476 mg/dl. During troubleshooting insulin did not exit with a 5.0 fixed prime, 5.0 manual prime or with plunger push. Customer was advised that no delivery was caused by set / reservoir connection. Customer was advised to change infusion set. Customer was not able to change set nor provide supply information due to being at work.